Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On april 22, 2025, the patient´s nurse informed novocure that the patient lost consciousness on (B)(6) 2025, fell and hit her head on the floor. The patient sustained a laceration on the back of her head which required sutures. Reportedly, the patient was admitted to the hospital on (B)(6) 2025, because of a head trauma secondary to the fall. Optune gio was temporarily discontinued. On (B)(6) 2025, it was reported that the patient was still hospitalized but the laceration had healed in the meantime. Optune gio was resumed on (B)(6) 2025. Several attempts were made to contact the prescribing physician with no reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall and secondary head trauma were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Manufacturer narrative:
On july 3, 2025, novocure was notified about patient's death on (B)(6) 2025. Cause of death was not provided. Novocure medical opinion is that patient's death was not related to optune gio use but related to patient´s underlying gbm disease.